Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states FDA issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4) - shortness of breath. Since the device remains implanted, the files from the programmer were reviewed. The files revealed an anomaly in the embedded implant's software. On some of the symphony devices, absence of atrial pacing output can be observed. A downloadable software has been designed to correct these type of events and will be automatically downloaded in the device memory upon initial interrogation with the new programmer version, upon approval. This reported event has no consequence on the pt safety and may remain implanted since the device was programmed to ddd mode at the end of the last follow-up. (B)(4).

Event description:
Pt returned to clinic short of breath, 1 week after being programmed from ddd to safer mode. During the interrogation, the device was capturing in the atrium in ddd mode but in safer mode, even at high outputs, loss of atrial capture was observed. Pt is being considered for lead re-positioning. The device remains implanted.